Event description:
It was reported that this tachy lead was attempted for placement in the right ventricle (rv) but during the procedure, lead was overused, causing pauses in the patient rhythm and a potential lead anomaly. The physician chose to implant a new lead. This tachy lead was not implanted, was replaced with a different model, and will be returned for analysis. No adverse patient effects were reported.